Manufacturer narrative:
(B)(4).

Event description:
Procedure: anterior resection. According to the reporter: a high anterior resection and operation was at the end to end anastomosis stage and after firing the ppceea stapler, the surgeon encountered difficulty removing the stapler. Once removed, they discovered that the staples had deployed accurately and completely but the knife blade did not cut. The surgeon had to redo the anastomosis with another ppceea31.